Event description:
On (B)(6) 2017 the lay user/patient contacted lifescan alleging that their onetouch ultramini meter would not power on. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began two weeks prior to contacting lifescan. The patient was unwilling to answer questions regarding their usual diabetes management regimen. The patient reported developing symptoms of ¿dry mouth and dehydration¿ on (B)(6). The patient reported being hospitalized and receiving hcp treatment of 12 units of insulin. The patient was unwilling to answer if their blood glucose was tested on any other device at this time. At the time of troubleshooting the cca confirmed that the meter stopped working after the patient dropped the meter in water. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms suggestive of a serious injury adverse event after the alleged issue began.